Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system received error which stated the pc needed to be repaired. A field service engineer found windows on blue screen. Further, the engineer replaced hard drive, reimaged the station and recovered the storage space to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline in remote smart service and had error as personal computer needs to be repaired. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.